Event description:
A surgeon reported that after applying decalin while in air mode of a fluid/gas exchange, as the mode was switched to fluid, the decalin, fluid, and air diffused into the sub retina. The sub retina was irrigated but the pt's macula was "degenerated" and a retinal detachment was noted. The fluid mode had been set at 30-45 mmhg (millimeters of mercury) but the surgeon thought that this complication occurred because this was more than his "pressure range". Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).